Manufacturer narrative:
(B)(4). Insulin pump was received with pump error alarm during rewinding due to jammed motor gearbox. Insulin pump was received with cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery compartment was damaged. The customer¿s blood glucose level was 15.8 mmol/l at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.